Event description:
It was reported that after the surgeon inserted an aq2010v three piece silicone lens and surgeon noticed an imperfection on the lens. The incision was enlarged to remove the lens and a suture was required to close it. Another same type of lens was implanted.

Manufacturer narrative:
Eval results: visual inspection of the returned product showed that there was a tiny tear on the optic. There was both a reddish and a clear surgical residue on the lens. A work order search was performed on the serial number and there were no similar complaints found within the work order. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.